Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that with multiple cartridges, insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Customer's blood glucose was 217mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.